Event description:
The customer contacted baxter's service center regarding a patient that needed to start over, which occurred on the homechoice (hc) during use during drain. The home patient (hp) stated they noticed after they connected to the hc that there was air in the patient line, so they discounted themselves and called baxter. The technical service representative (tsr) explained that we could not go back and reprime the patient line and then explained that they would then need to start over with new supplies. The tsr then assisted the hp to cycle the power off/on and then end therapy and start over with all new supplies. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance was contacted the by home patient (hp) regarding the reported event. The hp stated the machine did not prime the line correctly which caused the air to enter the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for air in the line was confirmed. The cause was the patient connected before priming. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.